Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. It was further reported that the right ventricular (rv) lead was positioned to pace the left bundle branch, and the lead exhibited t-wave oversensing (twos) and far field p-wave (ffpw) oversensing. It was also noted that the left ventricular (lv) lead was placed in the his bundle. The leads remain in use. No patient complications have been reported as a result of this event.